Manufacturer narrative:
Siemens has requested instrument log files for further investigation. The cause of this event is unknown.

Event description:
Customer reported that their rp500e instrument gave several discrepant sodium results compared to retesting of a new sample on another rp500e instrument. There is no report of injury due to this event.